Manufacturer narrative:
Beckman coulter field application specialist (fas) evaluated the au5800 chemistry analyzer. The customer stated that the analyzer did not flag the high result. Fas reviewed the reaction monitor and observed a peak in the second measuring point which did not flag. No other patient samples were affected. Calibration and quality control were within beckman coulter specifications. There is no evidence of a system or reagent malfunction. The event appears to be an isolated incident. No further issues were reported. The customer will continue to monitor. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of a false high creatinine patient result on their au5800 clinical chemistry analyzer. The erroneous result was reported out of the lab. As a result, the physician stopped the patient's medication for two (2) weeks to bring the toxicity down and checked the patients kidney function. There was no report of harm to the patient due to this event. The customer did not provide patient demographics. The customer provided the data for the one (1) patient sample.